Manufacturer narrative:
Eval results: visual inspection of the lead anchor revealed a fracture on one of the silicone suture holes. Various lab leads were successfully inserted into the lead anchor. The locking mechanism of the lead anchor functioned as designed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-09219.